Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The cardiac resynchronization therapy defibrillator exhibited far field p-wave oversensing on the ventricular channel, observed on stored egm. The device was reprogrammed. No patient symptoms were reported.